Event description:
On (B)(6) 2013, it was reported that the infusion device stopped in the night without first providing any alarm or error message. The device did not display e2 (battery empty). The patient's blood glucose level was elevated to 250 mg/dl. After changing the battery in the device the patient was able to correct the elevated blood glucose level via the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
According to the pump history the time/date settings have been lost after restart of the pump/battery change. The acid of the supercap has leaked out. Therefore, the supercap and the surrounding electronic parts are corroded. The supercap was not functioning anymore and did not provide energy during the battery change to keep the date/time setting in memory. A supercap is a capacitor used for providing energy to the memory integrated circuit to keep the date and time setting for a while, when no battery is in the pump.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.